Event description:
It was reported by service report that the stretcher was not working properly. The backrest would not go down to the fully down position. It was also reported the foot end jack drifted down. It is unk if there was pt involvement or if there are adverse consequences to report.